Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 module when compared to a different analyzer at a different laboratory. Initial result: 0.100 miu/ml (accompanied by a data flag). 1st repeat result: 0.100 miu/ml (accompanied by a data flag). 2nd repeat result: 267.5 miu/ml (tested with 1:100 dilution). The sample was then sent out to a different laboratory to be repeated. 3rd repeat result: 274 miu/ml. The repeat result of 274.0 miu/ml was deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 774930 with an expiration date of 30-jun-2025. The provided instrument images revealed that the instrument surfaces were very dirty. In addition, the measuring cell sippers were corroded. The investigation determined the event was due to a maintenance issue.